Event description:
Boston scientific received information that the patient experienced chest pain located specifically to his device wound. Transthoracic echocardiogram (tte) showed tamponade. In addition, the right ventricular (rv) lead had perforated. The system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.